Event description:
The customer reported that the workstation does not power up. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power plu was repaired during the service call. The system was tested, found to be working as intended and returned to service.